Event description:
It was reported that a patient underwent a tumor resection procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke easily when it was pulled slightly. The actual sample cannot be returned, 2 actual samples were discard, but there will be 12 sterile samples from same lot to be returned for analysis. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-01677.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2022. H6 component code: g07002 no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational narrative: firstly, decontamination (surface used 70% isopropyl alcohol) was conducted on 19 unopened packs, decontamination (high pressure steam disinfection) was conducted on 2 opened packs with 1 pack manufacturer retained sample according to current version sop-06-014. Decontamination records refers to attachments. Secondly, 21 packs of customer returned representative samples and 1 pack of manufacturer retained sample have been evaluated by [knot pull strength] per current version sop-06-014 and no issue found, detailed test records refer to test report ot22020008. The last but not the least, DHR reviewed and no issue found. The root cause of complaint can't be determined. We will keep this data for trend analysis. Events reported via: 2210968-2022-01677.